Event description:
Procedure: urological. According to the reporter: the jaws of the stapler had difficulty closing down on tissue and the black latch at the back of the stapler broke off from the stapler after firing. A second stapler was used and the black latch broke off the instrument again. Operative time was extended by more than 30 mins.

Manufacturer narrative:
(B)(4). (B)(4).